Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that when an extended bovie tip was used with the smoke pencil with edge electrode 10 ft, there was a noticeable wobble or flex on the electrode during use. The electrode in use was identified as a non-(B)(6) electrode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).